Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and a nozzle unit was replaced and returned for investigation. The reported failed pressure transducer test during pre-use check was not reproduced during test of the nozzle unit in a reference ventilator. According to received log files, the oxygen gas supply pressure was outside specification causing the pressure transducer test to fail in the pre-use check. Our conclusion is that this is the cause of the reported event. Why the oxygen gas supply pressure had a low pressure, could not be determined in this investigation. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc. 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).